Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4)reason for original complaint: asr revision to take place on (B)(6) 2011. Asr xl acetabular system right hip. Reason(s) for revision: unknown. Update- added a sleeve, revision date, surgery date taken from claimsuite dated (B)(6) 2012. (B)(6) 2015 - update - patient is bilateral - for left hip see (B)(4). Rcvd reasons for revision: alval, pain, high mental ions, limited range. Of movement, added s-rom sleeve, patient name, dob. Update claimsuite states revision date as (B)(4)2015 - quering as states both left and right were revised at the same time - yet right revision was to take place on (B)(6) 2011 as recorded on dint system - kf (B)(6) 2015. (B)(6) 2015 - rcvd copy of anaesthetists invoice that states bilateral hip revision on (B)(6) 2015 - kf (B)(6) 2015